Event description:
The customer reported being in the emergency room due to ketones and high blood glucose of 335mg/dl. The customer requested assistance with setting the temp basal for six hours at 140%. The customer experienced dry mouth, vomiting, and frequent urination. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The customer mentioned that she has a lot scar tissue where she has been manually injected, and she was not pinching up or standing. The time, date, basal rate, and bolus wizard settings were correct. Advised the caller to remove the cannula and it was bent. Instructed the customer to change the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.